Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for 4 patient samples that were tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. (B)(6). The results from the different cobas c702 were deemed to be correct. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. A field engineering specialist performed precision testing and based on those results decided to perform a rinse arm exchange. After the rinse arm exchange the customer repeated the the four patient samples on (B)(6) 2018 with the following gluc3 results: patient 1 89.0 mg/dl, patient 2 87.2 mg/dl, patient 3 81.3 mg/dl, patient 4 86.8 mg/dl. The customer deemed these results comparable to the results from the other cobas c702. The gluc3 reagent lot used for the initial results and the results from the different cobas c702 was 276238. The gluc3 reagent lot used for the testing performed after the rinse arm exchange was performed was 302652. The expiration dates for the reagents were not provided. The field engineering specialist performed another precision testing and some results were not acceptable. The field engineering specialist exchanged multiple reagent probes. He exchanged the ultrasonic mixer. He performed a decontamination. He checked the rotor adjustment, probe adjustments, rinse arm, and ultrasonic mixer. The customer stated that since (B)(6) 2018 there have been no further problems with the analyzer or any discrepant results. The investigation was unable to find a definitive root cause.